Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30770360l and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a cardiac tamponade following a steam pop during an avnrt ablation. The steam pop occurred during the last radiofrequency (rf) application, the patient's blood pressure decreased. A pericardiocentesis was performed and blood pressure returned to normal. The patient was stable at the time of the call. A stsf catheter was in use with 35 watts power and 15 ml/min irrigation parameters. The physician indicated that the catheter in use contributed to the adverse event. The physician¿s opinion on the cause of this adverse event was that it was the steam pop. The patient fully recovered. It is unknown if the patient required extended hospitalization because of the adverse event. A transseptal puncture was not performed. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Visitag module parameters for stability were 36, 3mm, 25% 3g with no additional filter used with the visitag and tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The steam pop was assessed as not MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 22-jul-2022. The device evaluation was completed on 01-aug-2022. It was reported that a female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a cardiac tamponade following a steam pop during an avnrt ablation. The steam pop occurred during the last radiofrequency (rf) application, the patient's blood pressure decreased. A pericardiocentesis was performed and blood pressure returned to normal. The patient was stable at the time of the call. A stsf catheter was in use with 35 watts power and 15 ml/min irrigation parameters. The physician indicated that the catheter in use contributed to the adverse event. The physician¿s opinion on the cause of this adverse event was that it was the steam pop. The patient fully recovered. It is unknown if the patient required extended hospitalization because of the adverse event. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30770360l, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).